Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Alarm occurred when the patient was moving around in bed and repositioning. Esp personnel reviewed the alarm meaning and troubleshooting in details.